Event description:
Reported that the syringe driver infused faster than programmed. Drug being infused = nozinan in saline 25mg = 48mls/hr. Also reported that the unit "keeps stopping", but no further info available.